Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 software investigation completed. Image analysis findings are that exam review marginal protocol because very little forehead and large patient with loose skin is not best tracer candidate. Software is functioning as designed. On (B)(6) 2017 a medtronic ent representative, following-up at the site, reported observing two subsequent procedures without incident. The reported event is likely use error.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, their navigation system failed registration twelve times. Medtronic technical services expert walked the site nurse through pointmerge registration and was successful. There were no further issues. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.